Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a used thermocool® smart touch® sf bi-directional navigation catheter which was identified to have a reddish material and a hole on the pebax's surface. The thermocool® smart touch® sf bi-directional navigation catheter was returned unlabeled with no complaint number association. There was no sender identity either. Multiple attempts have been made to obtain information about the product received, however, no further information was found. As such, this new complaint was created to investigate and report the malfunction found although no specific event details are available. Upon evaluation of the returned thermocool® smart touch® sf bi-directional navigation catheterr, visual inspection identified ¿a reddish material and a hole on the pebax's surface.¿ which is considered an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. A screening test was performed and the device was recognized; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The potential cause of the open circuit cannot be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).